Event description:
It was reported that the patient experienced lower extremity weakness. The patient¿s daily infusion rate was decreased and increased on several occasions from (B)(6) 2012 through (B)(6) 2012. The infusion rate was decreased three times beginning (B)(6) 2012 in preparation for device system explant. An optimal dose was never achieved. It was noted that x-ray results from (B)(6) 2012 showed the catheter tip at t6. The entire device system was explanted on (B)(6) 2012. The patient outcome was reported as recovered without sequelae on (B)(6) 2012. The device system had been used to deliver baclofen.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: catheter. (B)(4).